Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "the user did not clean scope in reprocessor and only sprayed outside and inside of the scope with 70% alcohol" malfunctions would likely be related to a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user facility. The event can be prevented by following the instructions for use which state: gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found the device had not been washed in the machine and had only been sprayed on the outside and inside with a 70% solution and the air/water cylinder and the air/water tube both had foreign objects. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that the device had not been washed in the machine and had only been sprayed on the outside and inside with a 70% solution. It was also noted that there was a white foreign material. There were no reports of patient involvement.